Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial fibrillation episodes were recorded due to noise on the atrial lead. The lead also showed a high impedance value. The device was programmed to ddi mode and will continue to be monitored. The patient was in stable condition.